Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. B3: date of event: requested, not provided. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: date of implantation was unknown. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown lot number. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported the patient underwent a left-side femoral access procedure to treat thrombotic lower leg ischemia. The access was ultrasound-guided with a single stick, positioned below the inguinal ligament and inferior epigastric artery, despite some calcium presence. The treatment was unsuccessful, and the site was closed with a 6f angio-seal while the patient was on anticoagulants. The procedure was completed on (B)(6) 2024. On (B)(6) 2024, the physician reported the patient had a retroperitoneal bleed and then expired. It is believed that the patient was not discharged. The initial procedure was a peripheral angiogram, followed by a re-intervention for the retroperitoneal bleed. There is an allegation that the device contributed to the patient's injury and need for medical intervention.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for an adverse event post deployment of the angio-seal device against the IFU (instructions for use) indications. The probable cause was determined to have been a combination of patient health factors and procedural factors that contributed to the reported incident's outcome. The relationship of the device to the reported event cannot be substantiated based on available information. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).